Event description:
It was reported by the rep that while performing a lap sigmoidectomy the surgeon reported a misfire of the ecs29. The surgeon fired the ecs29 to anastomose large bowel after removing the specimen. After firing the instrument the surgeon was unable to remove the instrument. After close inspection, the surgeon discovered that the instrument had stapled the large bowel together, but the blade did not create the lumen. He said there was no indication that the blade had even functioned. The nurse mentioned that she did not see where the blade had cut the washer. The surgeon removed the stapled portion and used a second (new) ecs29 to anastomose the large bowel. He reported that the new ecs29 worked fine but he had to sew over a small section of the staple line because of a small hole. The surgeon stated that there were no consequences to the pt, but the misfire did add approx. 1 1/2 hours to the case. He did finish the case laparoscopically. Device was discarded because pt was high risk.